Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 75 percent stenosis degree in the lcx. There was a pre-existing left main/lad stent that covers the ostium of lcx. When the orsiro stent was attempted to cross the lesion, the stent came off the balloon and slid back onto the shaft of the stent delivery system. Stent and and delivery system were removed from patient.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause was determined.